Manufacturer narrative:
Follow-up #1: date of submission 27-dec-2017 device evaluation: the device has been returned and evaluated by product analysis on 05-dec-2017 with the following findings: a review of the black box showed no activity outside normal use. The suspend history had a record of a manual suspend. The battery compartment was undamaged. The battery cap was not returned. The rewind, load, and prime steps were performed successfully. No alarms occurred during investigation. The pump was suspended and then resumed correctly. No auto suspend occurred during the investigation. The pump performed within specifications. The suspend complaint was unable to be duplicated. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6), the reporter contacted animas, alleging a history/settings (suspend) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because suspending or resuming of the pump without an alarm may result in over or under delivery.